Event description:
The patient was implanted with a left ventricular assist device. The patient received a pump exchange due to hemolysis. The patient reportedly had elevated lactate dehydrogenase levels, dark urine, and jaundiced sclera.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. The lvad was returned for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Pump thrombus was suspected due to elevated lactate dehydrogenase (ldh). Nothing was seen on the inflow rotor struts. The patient returned on (B)(6) 2015 with a rise in ldh. The patent's peak ldh was greater than 2000u/l. The pump parameters were within normal limits. There were no heart failure symptoms and no inotropes pre-pump exchange.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: rise in ldh, not responsive to antithrombolytics.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed, and no device-related issues were identified during the evaluation of (B)(4). The device was returned assembled with the percutaneous lead (lead) cut approximately 2.5¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.